Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert "triggered" due to the sensing integrity count and impedance fluctuation. The patient will be scheduled to extract and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the lead displayed a spike in impedance, high impedance, noise, and possible fracture.